Event description:
It was reported that two years post port placement procedure, the catheter allegedly broken at insertion site. It was further reported that broken catheter segment migrated to the inferior vena cava. Reportedly, the port body and the distal catheter segment were removed. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported issues, as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, g3. H11: h1, h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years post port placement procedure via the right internal jugular vein, the catheter allegedly broken at insertion site. It was further reported that broken catheter segment migrated to the inferior vena cava. Reportedly, the port body and the distal catheter segment were removed. The current status of the patient is unknown.